Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7111407 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7111719 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2158-70 serial number: (B)(6) batch/lot number: 5005030 model/catalog description: linear lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2158-70 serial number: (B)(6) batch/lot number: 5005040 model/catalog description: linear lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing shocking sensations in her ribs and chest. The patient underwent spinal cord stimulation (scs) explant procedure. The patient was stable postoperatively. The facility disposed of the stimulator.